Event description:
It was reported that while the patient was being monitored in the hospital via ECG, an inappropriate shock was delivered. Insulation abrasion was suspected between the proximal part of the lead and the can. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.